Manufacturer narrative:
Awaiting product return to conduct quality investigation.

Event description:
Consumer called to report inaccurate blood test readings with his meter. Analysis run on consensus error grid using lab reading (30) as reference point vs. Bd readings (118) yielded some data points in the d zone of the grid, outside of acceptable ranges.